Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. She sees glare and halos on the computer, the letters appear smeared. She drives at night and cannot see the street sign four cars ahead of her. Her distance vision during the day was not clear as expected. Additional information was received and stated, there was no change in the patient vision. She will have 2nd opinion after 90 day post operative period is over. Additional information was received and stated, patient still had issues with clarity of vision. She cannot see facial expressions of her colleagues walking up to her and cannot read street signs from a distance. She saw the surgeon and he told her, she had a film pco (posterior capsular opacification) over her iol, most patients do not develop this quickly and he will be following up on this. She has a 2nd opinion scheduled in (B)(6). There are two medical device reports associated with this patient. This report is associated with the right eye.